Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
There was no reported patient impact associated with this complaint. Keypad button presses did not activate desired pump functions. Evaluation also revealed that the keypad appeared to be intact and no lifting or peeling was observed.